Manufacturer narrative:
Pending device return for analysis. Internal complaint number: (B)(4).

Event description:
During conversation between representative and post market surveillance, representative stated that a catheter revision was to take place for the patient. The reason for the catheter revision was confirmed to be because the catheter migrated from being positioned anterior to being subdural. The patient had an increase in pain but did not have any falls reported. Representative also stated that the physician had previously performed a catheter dye study, which confirmed the catheter tip was subdural.

Manufacturer narrative:
Corrected information: d9. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. It was reported that the physician is unaware of the cause of the catheter migration. A supplemental MDR will be performed if additional information becomes available. Engineering is unable to replicate a catheter migration in a laboratory environment. As this is the case, additional physical investigation was not performed. Internal complaint number: (B)(4).